Manufacturer narrative:
Date of event is unknown. Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-00584, 1627487-2021-00586, 1627487-2021-00587 it was reported that the patient experienced an infection at the lead and anchor site on an unknown date after the implant on (B)(6) 2020. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the entire scs system was explanted. Post-operatively, the patient was prescribed antibiotics and the infection has since resolved.